Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- upon visual inspection of the complaint device it can be seen that the drill bit tip is broken off as reported, this thus confirming the complaint description. In addition, the broken off part from the drill bit we haven¿t received for investigation. Otherwise, the drill bit is in good condition. The complaint is confirmed as the drill bit is broken, as reported. The review of the production history revealed that this item was manufactured according to the specifications. No manufacturing related issues that would have contributed to this complaint condition were found. Moreover, a review of our complaints data base shows, that there are no other complaints for this issue from this article and lot number. Unfortunately, we are not able to determine the exact reason for this occurrence, but we have to assume that during the operation an application error may have taken place. The reported the drill bit broke by drilling, when it got in contact with good bone, as reported from surgeon. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed as no product related issue could be detected. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part: 03.130.202s, lot: 6l93638, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 15. May 2020, expiry date: 01. May 2030. Since there is no allegation against packing or sterility DHR review is done for non-sterile part: part: 03.130.202, lot: f-29900, manufacturing site: sphinx werkzeuge ag, release to warehouse date: 02. April 2020. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2020, the patient underwent open reduction internal fixation surgery for foot bone fracture with the drill bit in question. During the surgery, the drill bit broke and the fragment remained in the bone. The surgery was completed successfully within thirty (30) minutes delay. The surgeon will decide whether he removes the fragment or not when he removes the implants. It was possible that the surgeon drilled with too strong of force and the force was applied to the lateral side of the drill bit, causing the breakage of the drill bit. No further information is available. This report is for one (1) 1.1mm drill bit/mqc for threaded hole/56mm. This is report 2 of 2 for (B)(4).